Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3550-29, lot# n178859, implanted: (B)(6) 2008, product type: accessory. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that she was working on a physician reset and was now seeing the power on reset screen with a warning symbol. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.